Manufacturer narrative:
Root cause: use error. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer uses fiasp insulin within the pump supplies. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event. Customers blood glucose was in the range of 100-120 mg/dl.